Event description:
The patient was implanted three weeks prior to report date. On (B)(6) 2012 the patient device was in overdischarge and the device was able to be recharged by the manufacturer's representative. The patient had issues recharging as coupling bars would go from 4 to 0 bars from one second to another. It was reported charging was not at all possible even when the device showed 4 bars. The patient had a surgery to correct the issue. During the surgery, the device was able to recharge; however when the wound was closed and charging was attempted over the fresh wound, there were only 4 to 2 coupling bars. Two hours after surgery, the patient could not get any coupling bars. The same day another surgery was performed where the implantable neurostimulator (ins) was replaced. During surgery and after wound closure there were 6 coupling bars. The device was placed at the same depth as the previous device. Patient outcome was reported as the patient could charge the device and was receiving good therapy effect. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the stimulator revealed no anomaly. Testing of the recharge function was done at body temperature with no anomalies observed. A test of the recharge coupling at body temperature at different spacing between the implantable neurostimulator (ins) and recharge antenna showed the same results between the returned ins and a known good ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.